Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following: a clogged pump was causing water leaks from the output connector socket and there was corrosion on the chassis. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii xenon light source had a b30 error message, an e315 error message and prominent corrosion at the bottom of the cold light source. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the b30 error could not be identified, nor could the phenomenon be confirmed/reproduced. Based on the results of the legal manufacturer's investigation, a definitive root cause of the clogged pump could not be identified. Olympus will continue to monitor field performance for this device.